Event description:
The olympus oer-pro, used for scope washing and sterilization , kept reading error code e95 which meant it wasn't detecting detergent. Staff tried to clear the detergent tubing of air and call olympus help desk for any further tricks we can do to help remedy the situation. Error code e95 continued to blink and the machine wouldn't finish the cycle.